Event description:
As reported, approximately 4 years post op the initial left tsa, this 57 year old male patient was revised due to infection. The surgeon took the equinoxe shoulder out and replaced it with a cement spacer. Patient was last known to be in stable condition following the event. Device is not returning.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 320-20-00 eq reverse torque defining screw kit- (B)(4). 320-15-03 rs glenoid plate post aug, 8 deg, left- (B)(4). 320-10-00 equinoxe reverse tray adapter plate tray +0- (B)(4). 300-01-11 equinoxe, humeral stem primary, press fit 11 mm- (B)(4). 320-01-38 equinoxe reverse 38 mm glenosphere- (B)(4). 320-01-38 equinoxe reverse 38 mm glenosphere (B)(4).

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.